Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 25-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
H6 investigation findings/appropriate term/code not available: inappropriate use the device history record for the reported lot number, 30273157, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used feeding tube sample with product packaging. After cleaning and decontamination, the sample was examined in a well-lit area. The 2-port enfit connector was attached at the proximal end of the tubing. The connector did not exhibit visible damage. The connection appears to be secure. The tubing exhibited discoloration, predominantly between the 10cm and 40cm depth markers. The bolus tip was attached at the distal end of the tubing. The tubing was intact, with no cuts or breaks. There was ballooning of the tubing immediately below the base of the enfit connector. The ballooned area was not ruptured. The tubing was assessed for possible occlusion. Using gloved fingers, the tubing was pinched down the length. There was no perceived firmness or blockage. Using a 35ml enfit syringe, water was administered through the central port. There was no resistance to the flow. The water flowed and exited the bolus tip. Clogging and breakage were not observed on the sample. Although the sample did not show clogged the failure mode was confirmed for the ballooning of the tubing condition. Root cause of the reported issue seems to be a user related problem since as per the IFU (instructions for use), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 08-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (b(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. The lot number was not provided by the customer. All information reasonably known as of 10-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported, "the enfit tube ruptured at 60 cm inside patient with retained portion still in patient." Additional information received 19-oct-2024 stated there was a report of clogging on the device. The clogged tube was removed and noted to be completely ruptured. The registered nurse (rn) suctioned out the remaining portion of the tube. There was no difficulty noted initially during insertion of the tube. The pharmacy sends various syringe sizes (usually anywhere from 3ml to 12 ml), or rn may crush and pull into 12ml or 60 ml syringe (all/most of medications were in pill or capsule form. The device was placed (B)(6) 2024 and removed on (B)(6) 2024.